Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior tibial artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at nominal pressure for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no any patient complications reported.